Manufacturer narrative:
Brake crank assembly, motion interrupt pan.

Event description:
It was reported by service report that the brakes were not functional. It was also reported that the motion interrupt pan was damaged and needed to be replaced. No adverse consequences have been reported.